Event description:
Nurse inserted IV catheter into pt's right hand. Nurse hit white button on needle hub to make needle disengage into safety chamber and then dropped the insertion portion of IV catheter. The needle did not disengage into safety chamber as it should have and stuck the palm of the nurses right hand. Needle removed from palm - tried to disengage again and was unsuccessful. Needle discarded. Needle stick protocol followed for follow-up.